Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the federal drug administration that the customer passed away on (B)(6) 2013. It is currently unknown if the customer was hospitalized. The cause of death is currently unknown. The reporter stated that the customer passed away while on pump therapy. The reservoir was filled the day before the customer passed and when the coroner received the body the next day, the reservoir was empty. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. It is unknown if the next of kin will return the insulin pump for analysis.

Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.